Manufacturer narrative:
The baxter technician found the CPR block space and screw needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Test the CPR release for proper operation and reset of the head drive system. When the CPR release is pulled, the bed should lower from any position into a flat position within 7 seconds with at least 50 lb (23 kg) of weight on the head section. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR block space and screw to resolve the reported event. Based on this information, no further action is required. Aware date was updated to 14-04-2025 based on the additional information received during due diligence.

Event description:
Baxter received a report from a baxter technician to report the affinity 4 bed frame CPR could not be activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.